Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump passed the self test. The insulin pump was received with a missing end cap sticker, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer stated they were attempting to bolus when the alarm occurred. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.